Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother called to report high blood glucose levels. The customer's reading was 600 mg/dl. The customer's symptoms included dry mouth, dizziness, weak legs, and pale skin. The customer treated with manual injections. During troubleshooting, the caller found an air bubble in the tubing. The caller found a no delivery alarm in the alarm history. The customer performed the high pressure test and it passed. The customer removed the infusion set and found a bent cannula. The caller stated that the customer wore the insulin pump in her bra and sometimes the moisture caused a rainbow effect on the display. The customer was advised that the customer should wear the device on the outside of the bra. The insulin pump was not replaced or returned for analysis.